Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient experienced an inaccuracy with their cgm. Patient did not report any injuries or medical intervention at the time of contact with distributor.